Manufacturer narrative:
No complaint was received with return of the lead. Failure event was observed during analysis. Final analysis found only the connector portion was returned in one piece. Visual examination found a full breach insulation degradation at 4.5 cm from the connector pin. No other anomalies were noted.

Event description:
This report is to advise of an event observed during analysis.